Manufacturer narrative:
The device has been received and based on the evaluation of the device this event is no longer determined to be reportable. This is based on the findings from the evaluation where a longitudinal rupture was identified in the balloon. A longitudinal rupture is not known to have caused or contributed to any injury and there is no history of this type of failure being reported. Therefore this complaint is now determined to be not reportable.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is expected. The investigation is currently in progress.

Event description:
It was reported that the balloon was damaged when the pressure reached 13atm. There was no patient injury reported.